Manufacturer narrative:
B3: date of event was not reported and estimated using the aware date.

Event description:
It was reported that the filter perforated the inferior vena cava (ivc) wall. A greenfield vena cava filter was implanted approximately 15-20 years prior to this event. The patient experienced lower back pain, and during a recent computed tomography (CT) scan, the filter appeared to be outside the blood vessels but still inside the ivc. Follow-up is planned.